Event description:
Additional information received indicated no changes were made to the implantable cardioverter defibrillator (ICD).

Event description:
Additional information received indicated that the implantable cardioverter defibrillator (ICD) had another episode of post-paced t-wave over-sensing (pptwos). Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was post paced t-wave oversensing (pptwos). The patient was asymptomatic. No changes were made and the patient was in stable condition.